Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The ps1 was suspected to be the cause and was replaced. The system was tested and found to be working as intended and put back into service.